Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure procedure. The procedure was abandoned and a "very small" perforation was confirmed on post hysteroscopy. During follow-up in 2009, it was reported no treatment was needed for the perforation, the pt was given antibiotics and discharged home following the attempted ablation. A hysteroscopy, mirena iud (levonorgestrel-releasing intrauterine system) removal, dilation and sounding (with a metal dilators and sound - not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system.